Event description:
Caller reported intermittent occlusion alarms resulting in a visit to the emergency room and subsequent hospitalization on (B)(6). Highest blood glucose level during this incident was reported as displaying "high", specific value was not provided, leading to a diagnosis of diabetic ketoacidosis (dka), although the ketone levels were not deemed life-threatening. The customer was treated with fluids of saline and insulin resolving the issue. The customer suffered no permanent damage and was released the same day. The customer addressed occlusion alarms by changing the infusion set and cartridge before resuming insulin. However, tandem technical support proceeded with replacing the pump as clinical troubleshooting has been exhausted.